Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient is being revised due to a modular neck break. Possibly corrosion visible on the neck.